Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. The transmission displayed an episode of ventricular tachycardia that was later determined to be supraventricular tachycardia. Programming changes were discussed but not performed. The patient was prescribed an anti-rhythmic. There were no patient consequences.